Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when performing 3d images acquisitions the gantry can not moving automatically. The gantry motion controller was replaced. After replacing the controller the imaging system was performing 3d image acquisition and is functioning normally. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that when performing 3d image acquisition, the gantry of the imaging system was unable to perform any motions. There was no patient present at the time of the issue.